Manufacturer narrative:
After further review of the file, the following sections have been updated accordingly. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the battery charge would drop to ten percent and emit a critical battery alarm within two hours of being placed on the controller.  The patient stated that they had no pump off time related to the battery issue.  The battery was replaced.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Conclusion it was reported that the battery charge would drop to ten percent and emit a critical battery alarm within two hours of being placed on the controller. The battery was not returned for evaluation. A review of the manufacturing records confirmed that the associated device met all requirements for release. Log file analysis was not conducted since log files were not available. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported event can be attributed, but not limited, to a soldering defect, a weld defect between a cell pair and/or to a communication error between the controller and battery. If information is provided in the future, a supplemental report will be issued.